Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code was found in the device's error log. The printed circuit assembly (pca) board needs to be replaced to resolve the issue. Additionally, the air inlet foam filter needs to be changed due to preventative maintenance. The device passed testing.